Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the issue was reproduced once in-house but did not recur afterward. The fse cleaned the connector of the internal display cable. The fse confirmed normal operation. The unit passed all functional and safety checks before being cleared for normal use.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was by customer that during maintenance, the display turned red in cardiosave iabp, making it difficult to see the normal screen display. Iabp operation was still possible. No alarm was triggered. There was no patient involved.